Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient¿s hospitalization for bypass to resolve the swelling reported and peritoneal dialysis therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the swelling event and the liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the peritoneal dialysis patient was hospitalized. Details surrounding the hospitalization was not provided. On follow up to obtain additional information regarding the hospitalization, the registered nurse (rn) confirmed the patient was hospitalized for a planned bypass surgery to address swelling. Details regarding the swelling is unknown and the cause of the swelling was not provided. The nurse confirmed the hospitalization was unrelated to dialysis treatment. There was no report of any missed treatments and the patient remains on peritoneal dialysis treatment at the hospital. No product malfunction was alleged, no further information was provided. Additional information was solicited.

Manufacturer narrative:
Upon further investigation, it was determined that the event reported on 2937457-2018-02796 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2018-02796.